Event description:
The customer stated a patient sample generated falsely elevated architect stat troponin-I results. The patient generated results of 0.011 ng/ml, 0.165 ng/ml and 0.009 ng/ml. The sample was repeated on both the same analyzer and another i2000sr analyzer. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: architect serial number (B)(4) discrepant troponin results. A single definitive cause was not determined; a leak from the wash zone manifold is the potential cause of the issue the customer observed. In response to the issue, an evaluation was performed to address the customer's observation. The evaluation consisted of a review of the complaint text, review of the returned system logs, instrument service history and a review of the current architect labeling. The review of the instrument service history for architect serial number (B)(4) indicated that subsequent field service actions included repairing wash zone 1 and 2 nozzles, due to a leak. Erratic essay results may result from a leak from the wash zone manifold. Current labeling adequately addresses probable causes and corrections for erratic results. The review of the returned system logs was not able to identify the cause for the discrepant results as the logs did not contain the data from the date the samples in question were analyzed. A review of tracking and trending did not reveal any adverse trends related to this issue. Based upon the data available and the results of this evaluation, a single definitive cause was not determined; however, the leak from the wash zone manifold could not be ruled out as the potential cause. Since the repair of the wash zone manifold, there have been no further reports of discrepant troponin results. A malfunction of the system was not identified.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.